Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was missing from the irrigation hub. Afterward, a dilator sample was introduced into the sheath, but no valve was found neither in the hub component nor inside the sheath. This type of failure is not related to the manufacturing process since the manufacturer has four process controls in place to prevent a device without a hemostatic valve from reaching the end customer. A device history record evaluation was performed for the finished device number lot 60000527 and no internal action related to the complaint was found during the review. The missing hemostatic valve could be related to the hemostatic valve leak issue reported, the customer complaint was confirmed. The potential cause of the separation of the valve could be related to the manipulation of the device during the procedure or due to the dilator wrongly introduced; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: the instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the hemostatic valve was leaking blood. Approximately 1 ml of blood was lost. No air entered the patient's body. No damages or dislodgments were identified with the hemostatic valve, brim cap, or hub. No patient consequences were reported.